Manufacturer narrative:
There are previous complaints (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where the pump was giving a constant occlusion alarm. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 06/11/2024, znyo medical received a report that during the preventive maintenance (pm), the pump was giving a constant occlusion alarm. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported occlusion failure mode has been determined to be non-reportable. It was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint # (B)(4).